Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: the device was returned to zoll medical canada; the customer's report was duplicated and attributed to the smart pneumatic module board. The customer declined repair; therefore the device was returned and labeled as not certified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "compressor failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.